Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with vaginal hysterectomy, anterior/posterior repair and application of processed porcine dermal graft due to sui and pop. It was reported that the patient underwent bilateral retrograde pyelogram on (B)(6) 2009 due to h/o gross hematuria and recurrent utis. (B)(4).

Manufacturer narrative:
It was reported that patient underwent a procedure where they performed a takedown sling with a vaginal urethrolysis on (B)(6) 2011. It was reported that patient underwent a procedure where they performed a takedown sling of previous synthetic mid urethral sling, exploration of retroperitoneal space with removal of foreign body on (B)(6) 2013.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.